Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the esophagus due to tumor ingrowth from the bronchus. The stent system was passed over the guidewire and positioned into the stricture. The stent was deployed from the delivery catheter. However, following deployment, it was noted that the stent flare had not fully expanded. The physician attempted to expand the stent flare using a dilatation balloon but was unsuccessful. The stent was removed from the esophagus using forceps. Once removed from the patient, it was noted that the green retention suture was not present on the end of the stent flare. The procedure was completed using another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the deployed stent was returned for analysis. A visual examination of the returned device found that the stent was fully expanded. The green suture was present on one end of the covered stent; however, it was missing from the other end of the stent. Microscopic examination revealed that a tiny blob of glue was present in one of the stent loops at the end missing the green suture. No further issues were noted with the returned stent. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Device analysis determined that the condition of the returned stent was consistent with the complaint incident. However, the stent was fully expanded. Based on the condition of the returned device and the evaluation conducted, the most probable root cause is operational context.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the esophagus due to tumor ingrowth from the bronchus. The stent system was passed over the guidewire and positioned into the stricture. The stent was deployed from the delivery catheter. However, following deployment, it was noted that the stent flare had not fully expanded. The physician attempted to expand the stent flare using a dilatation balloon but was unsuccessful. The stent was removed from the esophagus using forceps. Once removed from the patient, it was noted that the green retention suture was not present on the end of the stent flare. The procedure was completed using another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.